Event description:
It was reported that the tip broke off and the broken piece was retrieved. This caused a 5 minute delay.

Manufacturer narrative:
The failure mode was not confirmed since the unit was not returned. The probable root causes for the reported condition can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process: a 30x inspection of the probe's tip assembly is performed on all the probes during manufacturing. The activation history could not be retrieved since the unit was not returned for evaluation. A possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review. Misuse: the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. If the probe is delivered to the customer with a damage on the tip, then the unit must be discarded before use. Therefore, a possible user related (misuse) possible contributor cannot be ruled out. It is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway, which may result in damage to the tip of the probe. In sum, the failure mode was not confirmed since the unit was not returned.

Event description:
It was reported that the tip broke off and the broken piece was retrieved. This caused a 5 minute delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.